Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked due to a disconnection of the heater line from the cassette while inside the door of the cycler. The event occurred during last fill when the patient was connected. It was further specified that the membrane inside the door was wet. Renal therapy services (rts) assisted with ending therapy. The patient would contact the nurse regarding incomplete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.